Event description:
A patient was taken to the cardiac catheterization lab for a routine biopsy and hemodynamic assessment. During the wedge pressure attempt, it was determined that the wedge balloon had burst in the pulmonary artery. Balloon filled according to manufacturer instructions for use. Balloon may have been in contact with stent in vessel.